Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was loose after removing from the packaging¿ was not confirmed. A cuff miss was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties because the reported information and the device analysis are contradictory; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that arteriotomy closure in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure. After removing the first prostyle from the packaging, the sutures were noted to be loose; therefore, the device was not used. There was no patient involvement. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 9f and the coronary procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The returned prostyle device had blood in and on the device indicating the device had been used in the patient. Additionally, analysis of the device indicated that a cuff miss had occurred. A device in this condition could not have achieved hemostasis. No additional information was provided.